Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) and right ventricular (rv) leads exhibited placement difficulty and were inadvertently placed in the arterial system. Two weeks post operative the leads were explanted and replaced with a leadless implantable pulse generator (ipg). It was also reported post procedure the patient lost blood pressure, pulse and coded. The patient is deceased.